Manufacturer narrative:
Pre-deco examination found there to be dried blood inside the folds of the balloon. There appears to be a bent section on the stent. Post decontamination the stent was found to have damage to one of the tynes on the end of the stent. The tyne is folded over, distal on the tip. Device return.

Event description:
Reportedly, the dr was pushing the stent up toward the lesion the distal end of stent did not look right. The dr. Pulled it out and one of the tynes was folded over. Not sure when it happened. No patient injury or medical intervention.